Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's nurse complained of questionable inr results from coaguchek vantus meter serial number (B)(4) compared to the laboratory result. The result from the meter was 3.5 inr and the result from the laboratory was 2.5 inr. There was no allegation of an adverse event. The laboratory result was believed to be correct. The customer's coumadin was increased based on the laboratory result. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer's coumadin dose had been decreased prior to the measurements. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The customer returned one test strip for investigation. The returned test strip was measured with a retention meter with liquid qc of a high level in comparison to masterlot #28632180 (recalibrated lot to rtf/09) / with two human blood samples from marcumar donors on internal reference meter. Testing results: qc 1: 2.6 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.